Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that they had a pump in the intensive care unit (ICU) that the nurses complained about with frequent drain failure alarms. The rn had gone to the unit and exchanged the pump without any problems. The rn stated that she thought the pump was old and worn out and was ready for replacement. The pump will be sent to biomed to be checked. There was no report of patient injury or consequence. Patient current condition is noted as fine.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "drain failure alarm" is not able to be confirmed. The biomed checked the pump and could not replicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they had a pump in the intensive care unit (ICU) that the nurses complained about with frequent drain failure alarms. The rn had gone to the unit and exchanged the pump without any problems. The rn stated that she thought the pump was old and worn out and was ready for replacement. The pump will be sent to biomed to be checked. There was no report of patient injury or consequence. Patient current condition is noted as fine.